Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from print "product of mexico" on the bag. The leak was discovered during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufactured between june 21, 2018 to june 22, 2018. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and observed a leak at the front of the bag from the dot part of letter ¿I¿ where the word mexico was printed. The reported condition was verified. The cause was determined to be a supplier issue with the ink stamping process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.